Manufacturer narrative:
During follow-up, the patient said she did not have issue with the product itself, and has used the product or a similar product for almost twenty-four years. She said her normally prescribed low dose running antibiotic stopped working and is the reason for the kidney infection.

Event description:
Intermittent catheter patient (user) said she had a kidney infection concurrent with catheter use and was treated with medicine. During follow-up, the patient said she was prescribed antibiotics, took the full course, and recovered from the infection.